Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 550 mg/dl. The customer had run out of the steel cannula supplies and switched to using a soft cannula. The customer has scar tissue and experiences high bg levels when a soft cannula is used. A pump system check was performed and no device issues were observed. The customer reverted to using a non-tandem pump to manage diabetes until more steel cannulas can be obtained.